Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: when the pump was powered on, the display is blank. The pump case was opened and the oled screen was cracked/damaged. When the damaged oled was replaced with a test display, the screen was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was blank and cracked underneath the outer plastic layer. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.